Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient suffered from chronic myocardial fibrosis and a bad cough. During a follow up in clinic, chest x-ray revealed that the atrial lead had dislodged. The physician elected to explant and replace the lead. The lead was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.